Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the unit but was unable to duplicate the reported issue. A full calibration was performed, and the unit was tested. The unit passed all functional and safety test and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is not giving proper readings and not alarming when it is supposed to. There was no patient harm.